Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was found stuck on the reboot screen. A technical support specialist (tss) investigated a login failure on the station, which displayed the error an unexpected data error occurred. Cannot open database requested by the login and the login was failed. The tss verified the last transaction in the medication application log and ensured all event reports were visible on the server. To resolve the issue, a database drop and full synchronization were performed, following guidance from knowledge article. The customer confirmed the system was functioning properly, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on the reboot screen. The customer stated that this malfunction occurred while dispensing the medication and they were unable to remove or issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.